Event description:
Tech alleged the hi/low would lower, this was a slow drift. No pt impact.

Manufacturer narrative:
The tech found the trendelenburg valve not operating properly. The tech replaced the trendelenburg valve to resolve the issue.